Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician then placed the pigtail inside of the appendage once across with the was sheath. The physician then advanced the was sheath distally with the pigtail still in place. Next, the pigtail was removed and the 27mm wds was successfully prepped and introduced into the was. The physician then began to slowly un-sheath. Once the closure device was all the way unsheathed, it was noticed that the 27mm closure device had a long tubular shape throughout. The bsc clinical representative informed the physician that they may have perforated with the closure device and asked the transesophageal echocardiography (tee) physician to check for effusion. There was a growing effusion noted that appeared to be inferior and lateral to the right and left ventricle. The physician left the closure device in place and performed a pericardiocentesis removing approximately about 800ml of dull colored fluid. After about 35 minutes, it did not appear that the effusion was going to resolve. The patient was taken to surgery to clip the appendage to stop the bleeding. The physician suspected that during unsheathing of the device, it went through the appendage before the closure device went into flx ball. There were no further complications.